Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced feeling weak and disoriented. When a fingerstick was taken the cgm was reading 50 mg/dl and the blood glucose reading was 600 mg/dl. The patients husband treated the patient with insulin at home, but when he realized the blood glucose reading was 600 mg/dl, they brought the patient to the hospital. At the hospital the patient was treated with insulin, but the route of treatment was unknown. At the time of the last contact moment, the patient was still in the hospital and was there for a total of 4 days already. The patient was reportedly still a little confused during this time. At an unknown time during the event the cgm reading was 400 mg/dl, and the blood glucose reading was 117 mg/dl. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.